Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, and pacing inhibition with a pause in pacing of approximately two seconds. Boston scientific technical services (ts) reviewed the noise and noted it appeared to be from an external source. The lead diagnostics had been stable. No adverse patient effects were reported. The device remains in service.